Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade procedure to a cardiac resynchronization therapy pacemaker (crt-p), when the right atrial (ra) lead was connected to the crt-p high out-of-range pacing impedances were exhibited, measuring greater than 3000 ohms. The ra lead was removed and re-inserted into the device header, which didn't resolve the issue. In addition, noise and sensing issue were observed. It was noted that prior to the upgrade procedure all the ra lead measurements were within normal limits (wnl). Subsequently, the ra lead was surgically abandoned and replaced, which resolved the issues and prolonged the upgrade procedure. No additional adverse patient effects were reported.